Manufacturer narrative:
The investigation is ongoing, results will be updated in the next report. No UDI information is available, the device was manufactured before UDI implementation.

Event description:
It was reported that a resident fell during a transfer using a maxi move lift. The patient sustained scratches and headache as a result. During a transfer, the left leg clip of a sling¿attached to the right side of the spreader bar in a crisscross configuration¿detached while the resident was being seated. The customer reported that the clip sling does not securely attach to the maxi move lift.

Manufacturer narrative:
The sling involved in the reported event was discarded by the customer; therefore, a direct product evaluation cannot be performed. To ensure a comprehensive investigation of the reported issue, a representative random sample will be utilized for assessment.

Manufacturer narrative:
We¿re currently checking the availability of slings for return.

Manufacturer narrative:
Currently, we are in the process of returning the sling to the manufacturer.